Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and it was determined that the malfunction code could be reset. The customer was advised that they could continue using the pump and to call back if the issue recurred, which the caller acknowledged and understood.